Manufacturer narrative:
The customer informed a zyno medical customer service employee that the affected IV set was not saved. The lot number of the IV set was unknown. Thus, the user reported complaint could not be confirmed.

Event description:
The user reported a secondary set issue that the roller clamp did not close the line leading to free-flow. No patient injury or harm occurred for this case.